Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device kept slowing down then it totally stopped. Another device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2008-01051. The same pt is represented in each medwatch.